Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: us pelvis with transvaginal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhag") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain ("pain ") and arthralgia ("pain ") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and the last episode of weight increased had resolved and the vaginal haemorrhage, tooth disorder, pain and arthralgia outcome was unknown. The reporter considered arthralgia, depression, dysmenorrhoea, menorrhagia, pain, tooth disorder, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2009. Discrepancy in removal date- (B)(6) 2018. Current weight 211lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: no free fluid is identified. No solid pelvic mass. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received-medical device removal replaced. New events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition:depression,dental problems, dysmenorrhea (cramping), pain, weight gain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2009. Discrepancy in removal date- (B)(6) 2018. Most recent follow-up information incorporated above includes: on 18-mar-2020: plaintiff fact sheet received : lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2009. Discrepancy in removal date- (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: us pelvis with transvaginal. Concurrent conditions included back pain, myalgia and myositis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhag") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("lower pelvic pain"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain ("pain"), arthralgia ("pain ") and abdominal distension ("bloating") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea and the last episode of weight increased had resolved and the vaginal haemorrhage, tooth disorder, pain, arthralgia, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, depression, dysmenorrhoea, heavy menstrual bleeding, pain, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2009. Discrepancy in removal date- (B)(6) 2018. Current weight 211lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: no free fluid is identified. No solid pelvic mass. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information were added. Real fu was received and there was no significant change in the medical context of case.fu 10 and 11 process together. On 26-apr-2021: no new information added.fu 10 and 11 process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included common cold, upper respiratory infection, preterm labor, candida vaginal, vaginitis, premature delivery, abnormal weight gain, anemia of pregnancy, anemia, regular astigmatism, ganglion, chronic sinusitis, allergic rhinitis, lumbago, smear cervix abnormal, open wound, polyarthritis, eye laser surgery, nabothian cyst and uterine fibroids. Us pelvis with transvaginal. Concurrent conditions included back pain, myalgia, myositis, leg pain, stomach flu, nausea, weakness, asthenia, decreased appetite, urination pain, cough and urinary tract infection. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhag") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("lower pelvic pain"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain ("pain"), arthralgia ("pain ") and abdominal distension ("bloating") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea and the last episode of weight increased had resolved and the vaginal haemorrhage, tooth disorder, pain, arthralgia, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, depression, dysmenorrhoea, heavy menstrual bleeding, pain, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2009. Discrepancy in removal date- (B)(6) 2018. Current weight 211lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: no free fluid is identified. No solid pelvic mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding, device expulsion most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information and patient's medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to hysterectomy. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: us pelvis with transvaginal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain ("pain "), arthralgia ("pain ") and pelvic pain ("lower pelvic pain") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and the last episode of weight increased had resolved and the vaginal haemorrhage, tooth disorder, pain, arthralgia and pelvic pain outcome was unknown. The reporter considered arthralgia, depression, dysmenorrhoea, menorrhagia, pain, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2009. Discrepancy in removal date- (B)(6) 2018. Current weight 211lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: no free fluid is identified. No solid pelvic mass. Most recent follow-up information incorporated above includes: on 1-sep-2020: pfs received event " lower pelvic pain" was added. Date of removal was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: us pelvis with transvaginal. Concurrent conditions included back pain, myalgia and myositis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhag") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("lower pelvic pain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain ("pain"), arthralgia ("pain ") and abdominal distension ("bloating") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea and the last episode of weight increased had resolved and the vaginal haemorrhage, tooth disorder, pain, arthralgia, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, depression, dysmenorrhoea, menorrhagia, pain, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy in insertion date- (B)(6) 2009 discrepancy in removal date- (B)(6) 2018 current weight 211lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: no free fluid is identified. No solid pelvic mass. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Event bloating, medical history and onset date of event pelvic pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.